Event description:
The clinician reports the implant was inserted (B)(6)2010 in ada 30. On (B)(6)2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the eventthe patient experienced: infection, peri-implantitis and swelling. No further patient complications were reported.